Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker longevity was suddenly reduced. Reportedly, the patient is pacemaker dependent, therefore, it was decided to replace the device during a valve replacement procedure. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that this implantable pacemaker longevity was suddenly reduced. Reportedly, the patient is pacemaker dependent, therefore, it was decided to replace the device during a valve replacement procedure. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned ingenio device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.